Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with detached end cap, minor scratches on display window, cracked case on display window corners, broken reservoir tube lip and cracked reservoir tube. Drive support was inspected and no anomaly was noted.

Event description:
It was reported that the customer had a damaged insulin pump. Customer stated that the whole bottom part is completely dislodged from the pump. Customer stated that it came loose and he noticed it when he was trying to prime. Customer also noticed that the drive support cap would come out. Customer does not know how the damage occurred. Customer remembers seeing the drive support cap coming out of the pump when he would try to rewind it. Customer would just hold it back in so it would come loose. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.